Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient is doing well and there were have been no additional issues. It was noted that the patient has a history of falls and it is believed that the fall was unrelated to the pump or pump therapy.

Manufacturer narrative:
(B)(4).

Event description:
The patient began to experience increased pain. A catheter access port (cap) study was performed but no fluid was able to be removed. The physician suspected a device issue. The catheter was cut distal to the pump stem to check catheter patency. Upon cutting the catheter, catheter patency was confirmed as medication was being pushed out of the catheter due to the cerebrospinal fluid (csf) pressure. The pump was explanted and examined at the back table. The pump was able to prime and flow properly; however, the pump was sent to the risk management department. It was noted that the patient had experienced a couple falls for unknown reasons and may have been a factor.

Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. Internal complaint number: (B)(4).